Event description:
Description from the customer report: "bacterial growth in the hcu30." (B)(4).

Manufacturer narrative:
Since there were two similar incidents reported ((B)(4)) with two different devices maquet cardiopulmonary (B)(4) has already requested one of these units for investigation. As soon as this unit will have been arrived at maquet cardiopulmonary (B)(4) and the investigation will have been finished we will send you a final report. The described issue is under investigation in reference to CAPA (B)(4). A supplemental medwatch will be submitted as soon as additional info becomes available.

Manufacturer narrative:
According to an email from the head of biomedical service of the hospital: this unit is not contaminated with mycobacterium chimaera. A supplemental medwatch will be submitted as soon as additional information becomes available.

Event description:
(B)(4).